Event description:
While preparing to perform a CABG the novare enclose ii anastomosis assist device was tested by scrub tech prior to insertion. The device failed to open during the test. Another device was opened and utilized to complete procedure. Manufacturer response for kit, anastomosis assist device, enclose ii: manufacturer provided rga# for product return evaluation.